Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it showed noisy signals that were oversensed but no pacing inhibition was experienced. A new ra lead was implanted the same day. No additional adverse patient effects were reported.